Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "nodulation" and "voluminous collection with mobile debris" which may be attributed to "device laceration." The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for reoperation: seroma late.

Event description:
Additionally, healthcare professional reported "mamas with scarce parenchyma, hypoechoic nodulation, measuring 13mm in qsl in the left breast and voluminous collection with movable debris in the lower quadrants of the breast, and may be related to laceration of mammary prosthesis".